Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmission. Noted on the electrogram was post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were discussed.